Manufacturer narrative:
Findings: minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Cracked reservoir tube lip, reservoir tube cracked, broken battery cap.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 20 mg/dl. The customer was treated with shots. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 20 mg/dl. The customer stated that there is crack and missing piece and missing cap. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.